Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/21/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional h3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that a needle/suture piece of product code vcp316 was received for evaluation. Body fluids, damage on the surface, and stress at the end due to use could be observed. The product code vcp316 contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and functional test cannot be performed due to sample condition. The condition of the sample received indicates improper handling of the device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. ¿ trade name - irgacare®. ¿ active ingredient(s) ¿ triclosan. ¿ dosage form ¿ suture/solid/parenteral. ¿ strength ¿ = 275 g/m.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device ph2123 and no non conformances/ manufacturing irregularities related to the malfunction were identified the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: event date? Ans: (B)(6) 2021. " trade name - irgacare¿" active ingredient(s) triclosan, " dosage form suture/solid/parenteral, " strength = 275 ¿g/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used for wound closure. During the procedure, after several pass of the closure, the suture broke without high tension pulling. Another suture was opened and the case proceeded without delay. There were no adverse patient consequences. No additional information was provided.